Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 927074, 3897948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen from (B)(6) to (B)(6), naproxen sodium (naprelan) since (B)(6) and panadeine co (tylenol #3) from (B)(6) to (B)(6). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain/ loss (specify which one): weight gain"), alopecia ("hair loss") and mood swings ("hormonal changes- describe: mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fluid retention ("bloating with excess water weight"), abdominal distension ("bloating with excess water weight"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping, pain, lower abdomen"), abdominal pain ("abdominal pain") and back pain ("pain, lower back"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove one or more of the essure coils). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, fluid retention, abdominal distension, vulvovaginal pain, abdominal pain lower, abdominal pain, dyspareunia, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, mood swings and back pain outcome was unknown. The reporter provided no causality assessment for abdominal distension and fluid retention with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, mood swings, pelvic pain, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: new reporters, patient demographic information, product indication updated, new lot no, concomitant disease and medications, new events dyspareunia, female sexual dysfunction, vaginal discharge, fatigue, weight increased, alopecia, back pain and mood swings added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. 927074) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fluid retention ("bloating with excess water weight"), abdominal distension ("bloating with excess water weight"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fluid retention, abdominal distension, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for abdominal distension and fluid retention with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-sep-2017: quality safety evaluation of ptc: MFR date is corrected. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fluid retention ("bloating with excess water weight"), abdominal distension ("bloating with excess water weight"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fluid retention, abdominal distension, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter provided no causality assessment for abdominal distension and fluid retention with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. Four further adverse event case reports have been received to date with the referred batch, but none of the cases refer also to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a casual relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.